Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not giving the correct volume during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: describe event or problem: it was stated that the exact output was not available but the volume to be infused (vtbi) was 20ml at a flow rate of 100. This information was not included in the initial submission. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported problem 'not giving correct volume' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation performed flow accuracy testing and found the error less than 5% which is within specification. No action required. Should additional relevant information become available, a supplemental report will be submitted.